Event description:
Pt was intubated for surgical procedure when pt's oxygen saturations dropped. Fiberoptic tube inserted into ett and found the ett had crimped. Ett was manipulated, to re-open in an effort to keep from having to extubate and reintubate pt. This is the 2nd time this has occurred with this brand ett. Last was reported 12/2003.